Event description:
It was reported that transray plus 35cc intra aortic balloon (iab) had optical sensor failure. There were no patient harm or injury was reported.

Manufacturer narrative:
It was reported from customer that immediately after operation, the transray intra aortic balloon (iab) optical sensor malfunctioned. This sensor is responsible for accurately detecting and transmitting real time aortic pressure waveforms to the iabp console, which are critical for timing the inflation and deflation of the balloon during cardiac cycles. New product was issued and this time it worked without issue. No harm or injury to the patient was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1, g3, g6, h2, h11. Corrected field - h6 (type of investigation).